Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching. The lead was returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. The atrial capture threshold increased from 1.625 to 2.5 v between (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead dislodged and exhibited high thresholds. The physician attempted to re-position the lead but felt the lead was not deploying correctly. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.